Event description:
It was reported that there was an issue with the product nr196k - tibia offset stem d18x92mm cemented. According to the complaint description, in (B)(6) 2023, postoperatively in the left knee, the patient felt a cracking sensation with subsequent instability. The patient presented for consultation on 25sep2023 and radiological results showed evidence of axial fracture of the knee prosthetic. Implantation had been on (B)(6) 2020; explantation was performed on (B)(6) 2023. A revision was required. Additional details were requested. The adverse event is filed under aag reference ((B)(4)). Associated medwatch reports: nr890m; enduro meniscal component f3 10mm (9610612-2023-00263)(B)(4). Nr196k; tibia offset stem d18x92mm cemented (9610612-2023-00262) (B)(4). Involved components: nb016k; enduro femoral component cemented f3l; lot 52581630 ((B)(4)). Nr400k; nut f/femur extens.stem all sizes neutr; lot 52568264 ((B)(4)). Nr296k; femur extens.stem 6° d18x157mm cemented; lot 52575578 ((B)(4)). Nb013k; enduro tibial comp.offset cemented t3; lot 52579489 ((B)(4)). Nx044; patella 3-pegs p4; lot 52570661 ((B)(4)).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information: investigation results will be provided in a supplemental report.

Manufacturer narrative:
Correction: in the underlying issue, it is considered that the affected and affirmed aesculap product to be involved an component. Thus, the manufacturer considers them not to be a causal factor that led to the reported event, according to the current state of knowledge. Investigation results: visual examination showed taper of the rotation axis had little damage /material abrasion on the surface. The rotation axis locknut is no longer located/fixed on the thread of the rotation axis. The breakage surface of proximal fragment shows signs of so called arrest lines which indicate a fatigue fracture. The breakage surface of the distal component shows mainly secondary damages (shiny surface). This indicates that this surface rubbed against something other after the breakage. There are no hints for a material failure like foreign material inclusions or blow holes. The thread of the rotation axis as well as the thread of the rotation axis locknut shows no abnormal visible damages. The gliding surface of the meniscal component shows only little visible and noticeable scratches and imprints (wear marks) which were possibly caused by bone cement and/or bone chips. Furthermore there are little metal abrasions/chips on the gliding surface. The bearing for rotation axis shows outwardly visible scratches and imprints. The locking ring shows also material deformation. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are zero (0) similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr 803, section 803.3, this event was considered reportable for the following reason: - serious injury (report not later than 30 days). The assessment for the reportability of this adverse event was based on patient harm, revision surgery. Conclusion/preventive measures: on the basis of the current information and as well as a result of our investigation, a definitive conclusion cannot be drawn. The device history records have been checked and no abnormalities could be observed. There is no indication for a material defect or manufacturing failure. The provided x-ray figures also give no clear hints regarding the root cause for the breakage. Based upon the investigation results, a CAPA is not required.

Event description:
Update: material nr196k / tibia offset stem d18x92mm cemented is now considered to be an involved component. Associated medwatch reports: nr890m /enduro meniscal component f3 10mm (9610612-2023-00263) - aesculap ag reference no. (B)(4). Involved components: nr196k / tibia offset stem d18x92mm cemented - lot 52576492 (9610612-2023-00262) - aesculap ag reference no. (B)(4). Nb016k / enduro femoral component cemented f3l - lot 52581630 (aesculap ag reference no. (B)(4)). Nr400k / nut f/femur extens. Stem all sizes neutr. - lot 52568264 (aesculap ag reference no. (B)(4)). Nr296k / femur extens. Stem 6° d18x157mm cemented - lot 52575578 (aesculap ag reference no. (B)(4)) nb013k / enduro tibial comp.offset cemented t3 - lot 52579489 (aesculap ag reference no. (B)(4)) nx044 / patella 3-pegs p4 - lot 52570661 (aesculap ag reference no. (B)(4)).